Event description:
During a coronary stenting procedure, the physician attempted to insert a 2.5 x 18mm cypher into a guiding catheter (gc). However, the cypher could not advance through the gc because the cypher got stuck in the gc. The physician removed the cypher and observed that the distal edge of the stent was a little flared. The physician decided to implant a different cypher instead. The cypher was delivered without friction and implanted successfully. There was no reported pt injury. The target lesion was a moderately calcified and moderately tortuous left circumflex with 90% stenosis.

Manufacturer narrative:
The product is available for additional testing. Additional info will be submitted upon 30 days of receipt. Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states distributed cypher sirolimus-eluting coronary stent.